Event description:
It was reported that an ilet user experienced hyperglycemia with a highest blood glucose of 275 mg/dl after the device stopped dosing because the reservoir ran out of insulin. The user replaced the cartridge and tubing, after which dosing resumed, and glucose decreased from 251 mg/dl to 126 mg/dl by follow-up. Symptoms included hyperglycemia without other reported symptoms. Outcomes included a delay to treatment or therapy until insulin supply was restored. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem involving an improper or incorrect procedure, specifically failure to maintain insulin supply; no device component was implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions with an unintended use error that contributed to the event.